Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise causing high ventricular rate episodes. The noise could not be reproduced and the patient would be monitored.

Event description:
New information received noted the patient presented in clinic for a device upgrade evaluation. During the evaluation, right ventricular lead noise was observed with pocket manipulation. Programming changes were made. On (B)(6) 2019, the patient presented for a device upgrade and left ventricular lead implant. During the procedure, blood was observed in both ports of the chronic pacemaker's header. No electrical anomalies were observed due to the blood. The left ventricular lead was unable to be implanted due to patient anatomy and the chronic device was reconnected to the chronic leads. On (B)(6) 2019, the patient presented for the device upgrade procedure. The procedure was performed successfully. The patient was stable throughout.